Event description:
It was reported that the patient underwent revision procedure due to pain and erosion of the glans penis with an spectra penile prosthesis (spp). The spp was explanted and a new inflatable penile prosthesis (ipp) was implanted. The patient's prosthesis function is normal following the procedure.

Event description:
It was reported that the patient underwent revision procedure due to unspecified reasons with an spectra penile prosthesis (spp). The spp was explanted and a new inflatable penile prosthesis (ipp) was implanted.